Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 4.1 and 4.2 were not detected on the bus. The user had rebooted the device, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) logged in and confirmed the reported drawer failures. The station was pulled out, and controller board light emitting diode (leds) were checked. The fse accessed hardware test application (hta), verified that the drawers were visible, performed firmware updates, and restarted the system. After the updates, the fse logged back into the application, confirmed the drawers were visible, and successfully tested drawer operation using the open command. The fse also had the customer test the drawer functions. The system functioned as intended after field service engineer repaired the device.